Event description:
It was reported that while testing the tps unidirectional footswitch the handpiece continued to footswitch was no longer pressed. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the magnet did not have any loctite on the threads.